Manufacturer narrative:
The customer did not provide qc data for the investigation; stated the qc was acceptable prior to the event. The field service engineer (fse) found the sample probe was partially occluded. The fse replaced the sample probe, performed voltage adjustment, pressure sensor check, and probe adjustment checks. No further issues have been reported. The service actions resolved the issue.

Event description:
There was a complaint of a questionable elecsys hcg test system result for 1 patient tested with a cobas 6000 e601 module. The questionable result was reported outside the laboratory. The customer noticed the initial result and reran due to the patient¿s known condition of pregnancy. The patient¿s initial result was 1.36 miu/ml; the first repeat was > 10,000 miu/ml, the diluted repeat result was 69,288 miu/ml. The elecsys hcg test system used was lot 52806500 and had an expiration date of 30-jun-2022.